Event description:
It was reported that during an unknown procedure, the scalpel was very hot during the using. Then the generator showed an error code five. The device could not work. Changed another one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
New information received: what part of the device was hot? The blade tip or the handle area? The area which connected the scalpel and handle. Did the account use the blue grip assist to assemble the fcs9 to the hpblue? Yes. Based on the new information, the complaint does not meet the criteria for a reportable event. This complaint is not reportable.